Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 04/2026) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two years port placement procedure, the catheter was allegedly unable to aspirate, and it was allegedly broken and got separated and part of the catheter remained in the subcutaneous tissues. It was relatively straight-forward to remove and interventional radiology wasn¿t required. Reportedly, catheter was replaced. There was no reported patient injury.

Event description:
It was reported that approximately twenty-two months post a port placement procedure, the catheter was allegedly unable to aspirate, and it was allegedly broken and got separated and part of the catheter remained in the subcutaneous tissues. It was relatively straight-forward to remove and interventional radiology wasn¿t required. Reportedly , the catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, broviac single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, broviac single-lumen, 6.6f products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one bardport ti l/p implantable port attached to a catheter in two segments were returned for evaluation and two images were provided for review. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A complete circumferential break was noted on the distal end of the attached catheter and on the proximal end of the distal catheter segment. The edges of the complete circumferential breaks were noted to be uneven, and the surfaces were noted to be granular in one region and round in the other region. Therefore, the investigation is confirmed for the complete catheter break and aspiration issues and the image review also confirm the same. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.